Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: a review of the pump black box data revealed a replace battery alarm on the date of the event. There were no power issues or evidence of short battery life observed in the black box. A visual inspection of the pump indicated no damage the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powered on with no alarms. The pump was exercised for 24 hours with no alarms or power loss occurring. The pump was opened and no damage was found to the power circuit. The complaint of a power issue was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.